Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with a proglide device was attempted in a femoral vein via 6fr sheath using the preclose technique prior to leadless pacemaker procedure. Reportedly, the first proglide was successfully placed. The sutures of the second proglide device were deployed; however, when the lever was pushed down to the body of the device, the foot would not retract. Multiple attempts were made to close the foot, but was unsuccessful. A small nick was done and the proglide device could be removed. When the nick was made, the sutures of the first proglide device were cut and removed. A third proglide device was placed and the foot failed to retract completely and was difficult to remove; however, the sutures remained in the vessel. A fourth proglide device was successfully pre-placed. The sheath was upsized to 27fr and the pacemaker procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.